Event description:
It was reported that during initial clinic interrogation three weeks post implant, the battery and lead status information were not available. Implant detect program had completed but was restarted and a remote monitor transmission was sent the following day and battery/lead status information were present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.